Manufacturer narrative:
Date of event: this is an approximate date. Information regarding the other ins was reported in MDR # 3004209178-2018-03905. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s last 2 batteries ¿burnt out right away. No further complications were reported.